Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was withdrawn to the descending aorta. As the dcs was withdrawn, the non-medtronic ventricular wire was unintentionally withdrawn as well. It was noted that the valve was slightly constrained and mild paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed successfully. As the balloon was withdrawn, the valve dislodged into the ascending aorta. It was noted that the balloon was caught in one of the diamond-shaped parts of the valve frame. Several attempts were made to free the balloon from the valve but were unsuccessful. A surgical approach was used to cut the balloon and explant the valve. A surgical valve was implanted successfully. No adverse patient effects were reported.